Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the air water channel of the device, but the type of the material or definitive root cause cannot be determined. The foreign material was possibly simethicone as it was confirmed that simethicone was used by the customer. There were no deviations from the instruction manual in the reprocessing steps at the material residue point and no physical damage was confirmed at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had exhibited a white foreign material inside the air/water channel. There were no reports of patient involvement.